Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Corrections: d,e h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arctic sun device had no damage. No water filling possible, it was found that the circulation pump was not building up pressure as it was too weak to work properly. The same was found with the mixing pump. Preventive maintenance procedure was recommended. No further test performed. The unit must go to the depot for repair. Also, the power cord and fill tube are damaged and need to be replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had no damage. No water filling possible, it was found that the circulation pump was not building up pressure as it was too weak to work properly. The same was found with the mixing pump. Preventive maintenance procedure was recommended. No further test performed. The unit must go to the depot for repair. Also, the power cord and fill tube are damaged and need to be replaced.

Event description:
It was reported that the arctic sun device had no damage. No water filling possible, it was found that the circulation pump was not building up pressure as it was too weak to work properly. The same was found with the mixing pump. Preventive maintenance procedure was recommended. No further test performed. The unit must go to the depot for repair. Also, the power cord and fill tube are damaged and need to be replaced.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as the event was not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.